Event description:
During a trial procedure, it was reported the implanted lead was tested intra-operative and exhibited high impedance values on several contacts. The lead was repositioned and the cables were checked multiple times to no avail. It was then determined to replace the lead. The replaced lead was also tested intra-operative and exhibited the same results. The replaced lead was left implanted. The pt was programmed post-operative and reported effective coverage. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.